Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low free t3 result below the normal reference range generated on unicel dxi 800 access immunoassay analyzer for one patient. The result was not reported out of the laboratory. Subsequent testing produced a result above the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects ft3 samples in 13x75mm bd serum tubes with a gel separator, and centrifuges for 10 minutes at 3000 rpm at room temperature. (B)(4) technical support review of the instrument log files revealed an error flag just prior to the event. Service was not dispatched for this event. No clear root cause for the event has been determined to date.